Event description:
It was reported that during insertion of the catheterization device, the spring wire separated and a piece remained in the patient. A surgical cut-down procedure was performed to remove the small piece of wire guide. There were no patient complications.